Event description:
The customer reported the ventilator alarmed in intervals and displayed proximal pressure sensor autozero failed. The ventilator was in use on a patient set to ipap 10, epap 6 fio2 60% rate 12. Circuit in use was respironics feb circuit s/a w/o filter, and bipap mask medium from respironics. Filter was in place with circuit. After speaking with technician support on the alarm they advised to pull it off the patient, which was done immediately, and patient was placed on ltv 1200, until the customer was able to get a rental trilogy ev 300. The patient¿s condition was fair while on bipap support but at times had unstable events, however the patient declined further intervention beyond bipap support. The patient was successfully moved to an ltv 1200 and then to a rental trilogy ev 300 without any events of unexpected significant decline during either device swap. The remote service engineer (rse) advised the customer to remove the patient from the ventilator. Once the customer removed the patient from the ventilator, the customer was able to confirm the diagnostic logs showed instances of the proximal pressure sensor autozero failure. Further information is pending.

Manufacturer narrative:
The data acquisition board and 2 solenoids were returned for failure investigation (fi) and tested. There was no fault found. Fi investigation could not replicate the problem reported by the customer.

Event description:
The customer reported the ventilator alarmed in intervals and displayed proximal pressure sensor autozero failed. The ventilator was in use on a patient set to ipap 10, epap 6 fio2 60% rate 12. Circuit in use was respironics feb circuit s/a w/o filter, and bipap mask medium from respironics. Filter was in place with circuit. After speaking with technician support on the alarm they advised to pull it off the patient, which was done immediately, and patient was placed on ltv 1200, until the customer was able to get a rental trilogy ev 300. The patient¿s condition was fair while on bipap support but at times had unstable events, however the patient declined further intervention beyond bipap support. The patient was successfully moved to an ltv 1200 and then to a rental trilogy ev 300 without any events of unexpected significant decline during either device swap. The remote service engineer (rse) advised the customer to remove the patient from the ventilator. Once the customer removed the patient from the ventilator, the customer was able to confirm the diagnostic logs showed instances of the proximal pressure sensor autozero failure. Further information is pending.

Manufacturer narrative:
The authorized service provider was able to duplicate the complaint, so he replaced the data acquisition board and solenoids 2 and 3 and the issue was resolved. All tests passed.